Manufacturer narrative:
Follow-up # 1 date of submission 02/05/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the keypad was found to be intact; no damage was observed. The complaint that the up arrow, down arrow, and ok keypad buttons were under responsive was not able to be duplicated during testing. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, evaluation revealed that the display was discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).